Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted, during visual inspection: cracked middle (enter) keypad button. Did not note anything wrong with the belt clip rails. Both belt clip rails are intact and are neither bent nor cracked. Inserted a test belt clip into the belt clip rails and both belt clip rails held the belt clip firmly in place with very little movement. The pump was received, with a battery cap that was missing 2 weld spots. In summary, the customer¿s report of chipped off pieces from the belt clip rails was not confirmed, during visual inspection. The pump does not meets specs, due to the defective battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1884. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested. And the device was returned for analysis.